Event description:
It was reported that moisture was found in the insulin pump and the reservoir was completely empty. The customer could not find where the reservoir leaked. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.